Manufacturer narrative:
The delivery device disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as MFR # 6000093-2007-00356. It was reported that post a coronary drug eluting stenting treatment procedure, there was a pt death. In 2006, the pt was transferred to this facility after experiencing a myocardial infarction. The physician implanted two taxus express2 drug eluting stents sizes 3.0x8mm and 3.5x16mm in the left anterior descending (lad) artery. A "couple of months" later, the pt expired. The cause of the death and the relationship of the death to the taxus express2 stents are unk. Additional info was requested, but is not available.